Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v3100 was returned. The pouch contains one 23ga vitrectomy cutter. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and found a lose connection approximately 10 inches from the back of the cutter. The connectors are not damaged. After re-tightening the loose connection a functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and the cutter aspirated as intended. It should be noted that a loose connection on the aspiration line could contribute to poor cutting performance due to loss of vacuum. However, it cannot be determined if the connection was loose at the time of customer receipt of if it became loose during the return shipment to bausch and lomb. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 see 1920664-2015-00053.

Event description:
The user facility in korea reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. They checked the operation of the cutter starting with a speed of 2000-3000 cpm and then geared up to 5000 cpm, where the cutter did not function properly. There was no impact to the patient or medical intervention required.